Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial #(B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient reported that his pain level had gone up and that he had not recharged his device in 4 days, but the recharger said he had a full battery. It was noted that the patient recharged his battery every 2 days, at which point his implantable neurostimulator (ins) is at "about 50%." It was stated that the patient's patient programmer had not been used in 6 months. It was noted that the patient increased their stimulation to 7.3 volts and felt stimulation on the left side, but not on the right side. It was stated that the patient will call his physician. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported the patient did not have concerns with the device or therapy. He received assistance from his physician or manufacturer representative and his concerns were resolved.

Event description:
It was reported that the implantable neurostimulator (ins) was not charging. When the patient tried to charge the recharger read that the ins was full. It was further reported that the patient saw a poor communication screen on their programmer. The programmer also showed that the ins was full but the patient thought that it was wrong and it could not be full. It was reported that at 7.3v stimulation was too strong and the patient had to turn it back down.